Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed with the results of the investigation.

Event description:
(B)(6) year old caucasian male presented with acute myocardial infarction and cardiogenic shock. An impella cp was placed for cardiac support without any reported issues. The following day, the leg in which the impella was inserted became ischemic. As treatment, the pump was removed and ischemia resolved.